Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The heater wire appeared to be physically damaged and mangled. A tear was observed on the silicone at the tip of the hot jaw where the heater wire had detached. While we are unable to conclusively determine the root cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone covering on the hemopro 2 jaws appeared to be peeling. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects.